Event description:
It was reported that an f-94 (main batteries) alarm occurred with a flo-gard infusion pump. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-94 alarm was confirmed. The assignable cause was determined to be a defective main battery. The main battery was replaced to correct this condition. Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information be received, a follow-up medwatch will be submitted.